Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had insufficient image brightness and blurry image. The issue was found during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure of blurry images was not confirmed. The reported failure of insufficient image brightness was confirmed by the investigation. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle in the universal cord was interrupted and weakened. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information from the customer.